Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the valve was deployed with +5ml due to aortic insufficiency. During valve deployment, the valve embolized into ascending aorta due to stimulation jump. The valve was pulled and deployed in the aortic arch, misplaced and ended up deployed with the skirt near the carotid artery. A second valve was prepared and implanted in an 80/20 position without issues. The patient underwent surgical access to retrieve the carotid artery, which had been completely blocked due to the skirt obstructing the blood flow. Two stents were placed between the aortic wall and the valve. The blood flow was restored and the patient is in stable condition.